Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the infusion set was not going into her body and they experienced high blood glucose. Customer¿s blood glucose level was 600 mg/dl at the time of incident. Customer was treated with manual injection. Customer stated that the infusion set cannula was bent. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's instructions. The insulin pump will not be returned for analysis.